Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, the commander delivery system balloon burst. The commander could be removed without issues, but the valve was not 100% expanded, which resulted in 2+ paravalvular leak (pvl). It was also seen that the valve inflation caused a small dissection in the annulus, therefore it was decided not to post dilate. The patient was noted to be stable and remained closely monitored. Further evaluation then revealed that there is also a ¿central jet¿, which the doctors assume is due to the valve not being fully inflated. The patient will be continued to be monitored and if the dissection improves, a post dilation of the valve will be done. As per medical opinion, the annulus was severely calcified and the balloon most likely burst due to the calcification. Note: this case pertains to the balloon burst.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. The device was visually and dimensionally inspected. Visual analysis revealed a longitudinal inflation balloon burst and a stretched guidewire. No other abnormalities were observed on the delivery system. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed. Balloon single wall thickness measurements at different locations along both sides of the tear were taken with a digital blade micrometer. All measurements taken met specification for double wall, or single wall thickness. During manufacturing, the inflation balloon undergoes multiple 100% inspections. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for balloon burst was confirmed, but no manufacturing or IFU/labeling non-conformities were identified. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the february 2017 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required. Ref. Mfgr report number 2015691-2017-00556.